Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported, january 06, 2016, a (B)(6) patient of unknown gender presented for an endovenous laser procedure. During preparation for the procedure, when the sterile device packaging was opened, it was noted the fiber was kinked inside of the package. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. It was the reported the patient suffered no harm or injury due to the event as it did not come into contact with the patient. The reported disposable device has been reported as available for return to the manufacturer for evaluation.